Event description:
The product was used during a laparoscopic cholecytectomy procedure. The clips did not advance. The surgeon applied another device. No patient injury was reported.

Manufacturer narrative:
6/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.